Event description:
Customer reported the system will not display images or produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone, and directed him to replace a transistor on a circuit board. System operates as intended. No ge service was needed.